Manufacturer narrative:
The reagent lot number is 76023301 and the expiration date is 31-jan-2025. Calibration was last performed on 19-jun-2024. The qc recovery data provided was acceptable. The field service engineer (fse) found that a nozzle tip was misaligned and adjusted it. The fse performed precision testing and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation results for 2 patient serum samples on a cobas 6000 c (501) module. The customer performed a linearity test with proficiency samples that gave low results, which prompted them to repeat previous patient samples. For sample 1, the initial ast result was 15.8 u/l. The sample was sent to another laboratory and repeated and the result was 25.8 u/l. For sample 2, the initial ast result was 29 u/l. The sample was sent to another laboratory and repeated and the result was 49.8 u/l.